Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: lot number 305771 - date: (B)(6) 2013; inratio meter (test 1) = 5.1; inratio meter (test 2) = 3.0; reference = 4.1; mean = 4.07; confidence limits =2.3 - 5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user: date: (B)(6) 2013: inratio: 5.1; inratio repeat: 3.0; mean: 4.05; sd: 1048; % cv: 36.66; (ln:305771); (B)(6) 2013: 3.9; 3.9; 3.90; 0.00; 00.00; (ln:308056). Inratio meter results from (B)(6) 2013 failed the criteria for precision, generating a %cv greater than 20%. Inratio meter results from (B)(6) 2013 passed the criteria for precision, generation a %cv less than 20%. In-house therapeutic donor testing was performed on reported lot #305771. Results as follows: donor: (B)(4): inratio: 3.4, 3.1, 3.1; reference: 2.66; bias threshold: 1.66 - 3.66; %cv: 5.41: 234; 3.4, 3.2, 3.1; 3.01; 2.01 - 4.01; 4.72. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. To date, (B)(4) discrepant result complaints were reported for lot #305771 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for correction action ((B)(4)) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013; inratio: 5.1, 3.0; lab: 4.1. Therapeutic range not provided. Time between tests: 5 minutes.